Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support during high risk percutaneous coronary intervention (hrpci). During support, the patient experienced pulsatile oozing at the groin site. Additionally, there were suction alarms present with impella dropping to p-1. Volume and blood products were administered. The patient experienced bleeding from the chest incision during hrpci. The bleeding continued and the patient eventually expired. Abiomed does not have information to associate use of the device with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the access site bleed and low pump flow has been completed. The impella was not returned for evaluation. Data logs confirmed the low flow when pump started and remained the rest of the case that triggered auto suction response and suction alarms. Based on clinical description, the root cause of access site bleeding was most likely due to patient condition. The root cause of the low flow was unable to be determined as limited clinical details were provided and no product was returned for review.